Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (such as angulation, calcification, and tortuousity). In this case, it was noted that the femoral and iliac arteries were calcified and had pre-existing stents. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy and the pre-existing stent. Vascular access related complications are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (such as anatomy and comorbidities), and/or procedural effects (such as sheath used, user technique, and puncture cut location). Based on the limited information available, an assignable root cause of the occlusion cannot be determined and the relationship to the device could not be established. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right femoral artery was accessed. A 14 french sheath was used to dilate the artery over a non-medtronic wire. The sheath was removed and the delivery catheter system (dcs) was inserted. It was noted that bilateral femoral and iliac arteries were calcified and had pre-existing stents. While advancing the delivery catheter system (dcs) and valve, resistance was noted at the iliac artery where a stent was present. The dcs was unable to be advanced past the stent. The dcs and valve were withdrawn from the patient and an 18 french sheath was inserted which was unable to be advanced past the stent. The dcs was inserted into the 18 french sheath and was able to advance for successful valve implant. An angiogram revealed a total occlusion of the right common iliac artery, where the advancement difficulty occurred. A surgical cut-down was performed for successful revascularization of the artery. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.